Event description:
Customer states: prior to use on a pt, the doctor confirmed the cuff did not inflate and air could not be applied to the cuff upon inflation. No pt involvement.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.